Event description:
A hospitalized home pt contacted baxter's technical service center from the hospital due to an alarm situation with the pacxtra device. The pt uses the homechoice automated pd system at home. During this conversation, baxter learned of a reported adverse event (peritonitis). Reportedly, the pt presented in the emergency room in 2004 with abdominal pain and was later diagnosed with peritonitis. Follow up with the dialysis center rn revealed the pt was treated with gentamycin and vancomycin (route and dose unknown). The pt was discharged from the hospital 5 days later.